Event description:
Patient in the operating room for a tracheostomy. A 0.8mm cuffed portex d.i.c. Trach balloon was tested prior to giving to surgeon. Upon insertion, the trach balloon ruptured. New trach immediately obtained and inserted without incident. No harm to the patient. Expiration date: 07/2015.